Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Output connector assembly is broken. Hanger assembly is cracked. Upper case is cracked at bosses. All found defective parts were replaced, and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the venrticular port of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.